Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing and the patient received high voltage therapy for supraventricular tachycardia (svt). It was suspected that this therapy was due to an outer insulation breach. Programming changes were discussed; however, no intervention was performed. The patient was asymptomatic and would continue to be monitored.